Event description:
The device was used during a lower anterior resection procedure. Reportedly, the staple line was incomplete and bleeding occurred. The surgeon performed an unintended colostomy. The hosp has reported the pt's condition is satisfactory.